Event description:
It was reported that while performing a slipped capital femoral epiphysis screw (scfe) using the synthes scfe system. The surgeon inserted 2.8 guide pin in normal fashion, and accepted the position using x-ray. The physician inserted the 10mm 5.0/7.3mm, the stepped reamer was inserted over the guide pin, and the physician began reaming. While reaming, the guide pin bound up and was forced out of the femoral head, into acetabulum. The surgeon then retracted the reamer for fear of inserting wire into the pelvis and damaging the bladder. As the reamer was retracted, the guide pin came out and was reported to be lodged inside the reamer. A new guide wire was inserted the bone re-reamed, and screw inserted. The surgery was then completed successfully and no visible fragments of guide pin were left in the patient. The event resulted in a reported delay of 15 minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As received condition of device; the stepped drill was received with scuffs and roll marks and the 5mm stepped tip is has the cutting tips chipped off broken off and missing. The returned stepped drill was received with the 5mm stepped cutting tips broken off and missing. The step drill was manufactured to specifications of drawings which has been determined suitable for the intended design, application and dimensional conformity for the stepped drill as well. The drill is cannulated and intended to be applied over the guide wire when drilling for the slipped capital femoral epiphysis (scfe) screw placement. The chipped surfaces of the of the 5mm drill tip are homogenous indicating good material consistency and indicative of impact with the returned gouged guide wire. The gouged 41-60mm section of the guide wire was clearly impacted by the drill contacting the wire off angle. It is critical to a successful procedure to utilize the recommended guide wire and drill guide sleeves for proper location and alignment of the stepped drill and guide wire during application. The obvious off center method of use of the stepped drill and guide wire has led to this complaint. The employed method of use method use and or instrument condition has led to this confirmed complaint and is not the result of a design deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional date of manufacture for this product is (B)(4) 2014. Precision edge surgical products manufactured the 5.0mm/7.3mm stepped drill bit 10mm step for scfe screw, p/n 03.207.001, and lot number pe01955 for synthes pos (B)(4). The supplier¿s certificate of compliance (dated (B)(4) 2013 for three receipts of this lot) indicates the parts were manufactured to revision ¿f¿ and met the required specifications. The parts were inspected to the synthes, incoming final inspection sheet number (B)(4), revision ¿f¿ for the first and second receipts and revision ¿g¿ for the third receipt. Nonconformance reports (ncr (B)(4) was written for damage to the parts and packaging. The entire 2nd receipt was returned to the supplier and the ncr was closed (B)(4) 2014. The third receipt of this lot was the rework of the parts returned. The parts that were damaged upon receipt were scrapped and the undamaged parts were released for sale. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.